Event description:
It was reported that the stent was lost after attempting to place it through three previously placed stents. When resistance was met, the entire system was removed. At this time it was noted that the stent was missing from the delivery catheter. It is unknown where in the vasculature the stent loss occurred. The procedure was ended with the pt in good condition.